Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6) 2010, the pt was implanted with an scs system for migraine pain. The ipg was placed near the right clavicle. It was reported that the pt's ipg was explanted on (B) (6) 2010, due to a burning sensation localized to the left bottom corner of the ipg when the stimulation is turned on. The pt does not feel pain when the device is off. The physician ordered an x ray, which revealed that all connections were intact. All contacts exhibited normal impedance. The doctor replaced the ipg with a new one, reusing in the existing leads. The pt no longer complains of burning feeling.